Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 48-year-old female patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical united kingdom; the customer's report was observed. The electrode pad where the wire pulled out is not available, but the rest of the electrode is available for evaluation. The remaining wire has signs of stretching, which indicates the electrode wire had been pulled by an outside force causing the separation. Review of the log suggests the electrodes were intact when initially applied and became damaged shortly after application, most likely during the re-location of the patient. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.